Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Correction: no correction taken. Root cause: see analysis of the event. Corrective action: as there is no indication of any product malfunction contributing to the death, no corrective action has been initiated at this time. Will release monitor sn (B)(4) from complaint. The electrode belt has been recovered, but the evaluation is still currently underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. No details surrounding the patient death were reported. Per clinical review of the available ECG data, the lifevest detected an arrhythmia at 22:56:40 while the patient was in vf with CPR/motion artifact. The patient received a non-lifevest defibrillation while in vf with motion artifact. The patient post shock was obscured by CPR/motion artifact. The rhythm transitions to asystole with CPR/motion artifact . The patient was last seen in a paced rhythm from 50 bpm to 80 bpm from approximately 22:51:16 until the device shutdown at 22:57:34 on (B)(6) 2020. The device properly detected vf. The lifevest was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. Each external defibrillation shock was delivered while the patient was in a vf arrhythmia for less than 30 seconds. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death. Reporting out of an abundance of caution due to it being unknown who was externally defibrillating the patient.